Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open cassette, thread almost consumed. There is one previous complaint of this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily because the cassette is opened and the thread is degraded. Thread degrades by hydrolysis due to air humidity, therefore it must be used within 4 months once opened. Opening date written on the cassette received is (B)(4) 2014 and reception date is (B)(4) 2014. Product was open and used within stipulated 4 months. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Stability tests performed guarantee product properties within 4 month after opening the cassette. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). The client claims that the thread tears too easily, although it has been opened for only two months.